Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (d&c, hysteroscopy, endometrial ablation with thermachoice performed). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder, menses irregular, acute vaginitis, depression and pain in hip. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (d&c, hysteroscopy, endometrial ablation with thermachoice performed). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test (pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no evidence of fill of the fallopian tubes bilaterally status post essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia / abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit disorder, menses irregular, acute vaginitis, depression and pain in hip. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (d&c, hysteroscopy, endometrial ablation with thermachoice performed). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not undergo essure confirmation test (pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no evidence of fill of the fallopian tubes bilaterally status post essure procedure. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received : events- "abnormal bleeding (vaginal), migraines / headaches, nausea, dysmenorrhea (cramping)", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (d&c, hysteroscopy, endometrial ablation with thermachoice performed). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received. Case became valid and serious incident. Event injury updated to event menorrhagia. Events: chronic pain, abnormal bleeding added. Plaintiff state of implant added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.